Event description:
It was reported that during a da vinci prostatectomy procedure, the jaws of the pk dissecting forceps instrument were out of alignment and were not meeting. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .031 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the pitch up and pitch down cables were frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The conductor wires were intact and not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.